Manufacturer narrative:
The reporter provided that the patients were male and female. The reporter stated the patients¿ ages were (B)(6) years. The reporter also provided the weights of (B)(6) kgs. However, it was not clear from the reporter which demographics matched which patient. Please see medwatch numbers 1820334-2017-00433, 1820334-2017-00431, 1820334-2017-00434 for the additional devices from this event. (B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that two patients underwent a right flexi urs lower calyx, middle calyx and upper calyx procedure. The device in use for both procedures was an ngage nitinol stone extractor. The reporter stated that there were four baskets used, all with different lot numbers. There was no information as to which basket was used with which patient or how many were used for each procedure. It was reported that the baskets could not open or close during the rirs procedure. It was stated that the patients did not require any additional procedures. There were no unintended sections of the device that remained inside of either of the patients¿ bodies, nor did the patients experience any adverse effects due to these reported events. No further information was provided.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, and quality controls were completed, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows six nonconformances, none of which are related to the reported failure. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. A functional test showed that the product did not function as intended, but a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.